Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 30-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of menstrual disorder ("variable abundance of menstrual periods") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (5), parity 2, vaginal delivery (1), cesarean section (1), twin pregnancy (twin pregnancy stopped at 10 weeks requiring curettage. Pregnancy with iud) in 2006 and termination of pregnancy - elective (medical abortion at home) in 2016. Previously administered products included for an unreported indication: iud nos. Past adverse reactions to the above products included pregnancy with contraceptive device with iud nos. Concurrent conditions included myopia (known). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced photopsia ("phosphenes"), vision blurred ("she felt like she had smoke in front of her eyes, fluctuating blurred vision more significant in the evening"), feeling abnormal ("notion of absence") and accommodation disorder ("accommodation disorder /difficulty accommodating from near-to-far vision"). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), menstruation irregular ("cycles are irregular"), fatigue ("fatigue"), headache ("occasional headaches"), pain in extremity ("pain in all extremities, in hands and feet, aching pain of fluctuating progressive onset, invalidating during physical activities"), muscle fatigue ("muscle fatigue"), dyspraxia ("dyspraxia when holding non-heavy objects"), arthropathy ("a feeling of blockage of the left hip in a seated position with locking sensation, she needs to push on her hands to get up"), arthralgia ("shooting pain in the left hip when sitting"), anxiety ("growing anxiety especially since an incident at her workplace"), stress ("feeling of stress"), emotional distress ("hyperemotional"), irritability ("irritability with a major impact on her moral and personal life: recent break-up with her partner"), insomnia ("difficulty to sleep"), parosmia ("sense of smell alternated") and hyperhidrosis ("sweating"). The patient was treated with surgery (laparoscopic total bilateral salpingectomy, interstitial resection, complete essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the menstrual disorder, menstruation irregular, photopsia, vision blurred, headache, muscle fatigue, dyspraxia, arthropathy, emotional distress and irritability outcome was unknown, the feeling abnormal, accommodation disorder, pain in extremity, arthralgia, anxiety, stress, insomnia, parosmia and hyperhidrosis had resolved and the fatigue was resolving. The reporter provided no causality assessment for accommodation disorder, anxiety, arthralgia, arthropathy, dyspraxia, emotional distress, fatigue, feeling abnormal, headache, hyperhidrosis, insomnia, irritability, menstrual disorder, menstruation irregular, muscle fatigue, pain in extremity, parosmia, photopsia, stress and vision blurred with essure. The reporter commented: after complete removal of essure, I am gradually getting my health and a normal life back: no more pain, quality sleep, vision is restored and stress is gone. After the removal, I no longer felt the shooting pain in the left hip when sitting. After about ten days, the pain in my hands and feet disappeared, little by little. The feeling of stress faded immediately, my sense of smell, sleep and sweating immediately returned to normal. It took a little more time for my eyes: now I focus perfectly. Fatigue is no longer overwhelming as it was before. I am still struggling to return to normal in my professional, family and social lives. Diagnostic results (normal ranges are provided in parenthesis if available): ophthalmological examination - on an unknown date: normal, except for known myopia. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2019. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of menstrual disorder ("variable abundance of menstrual periods") in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (5), parity 2, gravida I (1), cesarean section (1), twin pregnancy (twin pregnancy stopped at 10 weeks requiring curettage. Pregnancy with iud) in 2006 and termination of pregnancy - elective (medical abortion at home) in 2016. Previously administered products included for an unreported indication: iud nos. Past adverse reactions to the above products included pregnancy with contraceptive device with iud nos. Concurrent conditions included myopia (known). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced photopsia ("phosphenes"), vision blurred ("she felt like she had smoke in front of her eyes, fluctuating blurred vision more significant in the evening"), feeling abnormal ("notion of absence") and accommodation disorder ("accommodation disorder /difficulty accommodating from near-to-far vision"). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), menstruation irregular ("cycles are irregular"), fatigue ("fatigue"), headache ("occasional headaches"), pain in extremity ("pain in all extremities, in hands and feet, aching pain of fluctuating progressive onset, invalidating during physical activities"), muscle fatigue ("muscle fatigue"), dyspraxia ("dyspraxia when holding non-heavy objects"), musculoskeletal discomfort ("a feeling of blockage of the left hip in a seated position with locking sensation, she needs to push on her hands to get up"), arthralgia ("shooting pain in the left hip when sitting"), anxiety ("growing anxiety especially since an incident at her workplace"), stress ("feeling of stress"), emotional distress ("hyperemotional"), irritability ("irritability with a major impact on her moral and personal life: recent break-up with her partner"), insomnia ("diffilculty to sleep"), parosmia ("sense of smell alterated") and hyperhidrosis ("sweating"). The patient was treated with surgery (laparoscopic total bilateral salpingectomy, interstitial resection, complete essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the menstrual disorder, menstruation irregular, photopsia, vision blurred, headache, muscle fatigue, dyspraxia, musculoskeletal discomfort, emotional distress and irritability outcome was unknown, the feeling abnormal, accommodation disorder, pain in extremity, arthralgia, anxiety, stress, insomnia, parosmia and hyperhidrosis had resolved and the fatigue was resolving. The reporter provided no causality assessment for accommodation disorder, anxiety, arthralgia, dyspraxia, emotional distress, fatigue, feeling abnormal, headache, hyperhidrosis, insomnia, irritability, menstrual disorder, menstruation irregular, muscle fatigue, musculoskeletal discomfort, pain in extremity, parosmia, photopsia, stress and vision blurred with essure. The reporter commented: after complete removal of essure, I am gradually getting my health and a normal life back: no more pain, quality sleep, vision is restored and stress is gone. After the removal, I no longer felt the shooting pain in the left hip when sitting. After about ten days, the pain in my hands and feet disappeared, little by little. The feeling of stress faded immediately, my sense of smell, sleep and sweating immediately returned to normal. It took a little more time for my eyes: now I focus perfectly. Fatigue is no longer overwhelming as it was before. I am still struggling to return to normal in my professional, family and social lives diagnostic results (normal ranges are provided in parenthesis if available): ophthalmological examination - on an unknown date: normal, except for known myopia. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.